Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient information. The result, method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced a replace generator, end of service message. The patient no longer had stimulation. As a result, the patient underwent surgical intervention in which the ipg was explanted and replaced.